Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.

Event description:
I was told that during surgery the drill bit broke and approximately 2cms was left in the tibial bone inside the patient. The surgeon chose to leave it in situ as he said it should not pose a problem and the patient was notified of this post surgery.